Manufacturer narrative:
The devices associated with this report were not returned. Review of the available device history records did not reveal any related manufacturing deviations or anomalies. Per the initial reporting, patient x-rays are not available for examination. Provided operative reports have been examined but do not offer a root cause. The femoral fracture mentioned as part of this report was investigated previously. The investigation could not draw any conclusions regarding the now reported revision for loosening of the acetabular cup. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states that patient was revised on (B)(6) 2002 to address a femoral fracture and again on (B)(6) 2010 due to loosening of the cup.